Event description:
As reported via legal documentation the patient had a right knee revision in 2014. Even with the revision, the patient still experienced pain, swelling, and loss of functionality with her right knee. Multiple tests and biopsies again did not reveal the specific problem. On (B)(6) 2022, the surgeon performed an arthroscopic procedure to determine what was happening in the patient¿s knee. The procedure revealed a collection of polyethylene residue from the artificial cartilage between the metal halves of the exactech knee replacement device joint halves. The surgeon cleaned and flushed the area, but recommended that soon, another knee revision/replacement surgery was going to have to be done to alleviate the problem. On (B)(6) 2022, that the complainant and her physician discovered that the problem arose from the defective exactech knee replacement device. Finally, on (B)(6) 2022, the patient underwent a third knee replacement surgery (her second revision surgery) to replace the exactech knee replacement device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate initial ebi surgery. Initial implant date for 2nd revision surgery currently unknown.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.